Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2015 to claim intermittent audio output on (B)(6)2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. Patient advised instructed by physician to only use low alert setting.